Event description:
A malfunction alarm identified as malfunction 12 was reported, and the customer experienced this issue at least three times on the current pump. There was no reported adverse impact to the customer¿s blood glucose level. In response, the customer was advised to switch to multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support arranged for a replacement pump, and the customer was instructed on how to put the pump into storage mode before returning it within 10 days using a pre-paid label.